Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 6 years, 11 days. (B)(4). Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that emergency services was dispatched to the patient¿s residence and found the patient having difficulty breathing. The patient was conscious and alert and complained of weakness and nausea over the past day. The lvad device had started to alarm that morning with the low flow alarm. The spouse contacted the patient¿s physician and hydration was recommended. The scenario did not resolve. The patient¿s skin appeared to be pale. The patient was hypotensive with a blood pressure of 57/43 mmhg, cardiac monitor was applied and no noticeable organized electrocardiogram (EKG) rhythm detected but showed occasional pacemaker spikes. IV fluids and oxygen were administered. The patient denied any other complaints other than weak and just "didn't feel good". The patient¿s skin remained pale and cool. During transport the patient started to become lethargic and short of breath. The patient¿s o2 saturations were low 80s %. The patient was admitted. Cold on presentation with blood pressure of 120/40 mmhg. The patient was intubated for airway protection and fluids were given. A sample was hemoccult positive, but with no frank melena. The patient was going to undergo diagnostic procedures for gastrointestinal bleeding, and received 1 unit of packed red blood cells. The patient was given sodium bicarbonate and levophed. Bedside echocardiogram showed no obvious clot in the ventricles, with possible clotting in the aorta. The patient continued with decreasing o2 sats, decreasing blood pressure, and mottled skin. The patient expired on (B)(6) 2017 of respiratory failure. Additional information was requested, but was not provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. Bleeding and respiratory failure are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.